Manufacturer narrative:
N/a.

Event description:
The following has been reported: pump won't accept infusion line, keeps telling us to install it when it is installed. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. Investigation revision : following reception of replaced parts. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, changing the air sensor solved the issue. The air sensor was sent back to brézins for further investigation. The investigation of the sensor was done by the r&d team through the CAPA (which is open to address the subject of "defective air sensor".) This air sensor is confirmed to be defective, with degradation of the ceramic. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.